Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a 'c-cover burn injury' with the olympus gastrointestinal videoscope during procedure preparation. At this time, it is unclear if the 'injury' reported is connected to the device, the patient, or the hospital staff. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no confirmed patient harm or consequence reported as a result of this event.